Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition that could have contributed to the patient's hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: cat45e/cat45f 15546-aw rev d 06/2016 checking your blood glucose 7 / page 98 warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient was taken to the hospital due to elevated blood glucose (bg) levels. Specific bg levels were not provided. Patient was administered insulin while at the hospital, to lower her bg levels. No additional details were provided. The patient¿s father called to report the event, and he was not well informed of the details. He said the patient¿s mother would call back to provide more information, but no further details have been provided as of yet.